Manufacturer narrative:
The device is expected to be returned for investigation. The device has not been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device alarmed when powered on with a s321 (motor error-pmc, left) malfunction alarm code. Prior to testing, the device has been returned to the biomedical department with a report of the left mechanism would not reset. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.